Manufacturer narrative:
Analysis findings indicated that the distal end of the lead was bent at .5cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The 2a manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that upon taking the lead out of the packaging, the hcp noticed, before attempting to implant, that the distal tip (~.5 cm from the end) had a bend in it. He briefly tested to see if it would go in the needle trocar to see, but as suspected, it would not pass. A different lead was used instead. There were no patient symptoms or affects associated with the event. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported.